Event description:
New information states that there was a merlin transmission for high lead impedance. The lead was explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic. Upon interrogation, it was noted that the right ventricular lead exhibited high pacing impedance. It was further noted that the patient lost on follow-up. The pacing threshold was high and lead exhibited sensing issue. There were no patient complications. The lead was reprogrammed, and the patient was stable.